Event description:
It was reported that the patient had dilaudid added to the pump during a refill on ¿wednesday¿, (B)(6) 2014, and that the bridge bolus should have been completed on (B)(6) 2014. Then on (B)(6) 2014 the patient was found to be nonresponsive and 911 was called. The patient was taken to the hospital, was intubated and transferred to a different hospital that night and they required hospitalization. The manufacturer¿s representative was called to stop the pump; however, after discussing with the managing health care provider (hcp) and the intensive care unit (ICU) hcp, they decided not to make any changes since the dose was so low. The patient remained in the hospital and it was noted they seemed to be doing better at the time of the report. They were not sure if the patient had other issues going on and were considering that, as well as interactions that could be possible with other medications they were on. The patient symptoms included altered mental status and they were unresponsive. It was stated that there was no alleged product issue. No diagnostic testing was performed. The patient status at the time of the report was ¿alive no injury¿. The pump system was being used to deliver compounded baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).